Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade unknown, and lymphadenopathy. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
A patient reported that they experienced "thickening in the breast, swelling, they're misshapen, swollen lymph nodes, night sweats, fevers of unknown origin, a cyst and has got quite bad capsular contracture in the past year". The events of ¿night sweats, fevers of unknown origin¿ are not device related. This device relates to an unknown side. Device remains implanted.